Event description:
Related manufacturer reference number: 3006705815-2022-00731. It was reported that the patient experienced ineffective stimulation following several falls. Diagnostics revealed high impedances on all contacts. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.